Event description:
This device case, reported by a dialysis specialist nurse, concerns a pt who experineced diabetic ketoacidosis (dka) requiring hospitalization and variable blood glucose levels. The pt was using a pen injection device (humapen ergo - clear cartridge holder) to deliver 25% insulin lispro/75% insulin lispro protamine suspension (humalog mix 25) for the treatment of diabetes. The pt's medical history included previously very stable blood glucose. The reporter stated the pt was not taking any relevant concomitant medication. The pt commenced 25% insulin lispro/75% insulin lispro protamine suspension (20/18 units a day) in 2001. The pt commenced using the pen injection device in 2001. The reporter stated that at approx five months after commencing use of the pen injection device to deliver 25% insulin lispro/75% insulin lispro protamine suspension the pt experienced variable blood glucose. In the middle of the week prior to the report the pt experineced dka and was hospitalized. The report was made with the complaint: the pen was jamming, a lot of pressure was needed to push the plunger down and it seemed to slip occasionally. The reporter felt that when the plunger appeared to slip no insulin was being delivered. When the pt was hospitalized the reporter identified the cartridge in the pen was cracked. The reporter felt the cartridge had cracked under the pressure because the pen was jamming and it was stiff. The reporter stated the pen then failed to deliver thereafter because the insulin was probably coming out through the cracks rather than the needle. Pt outcome from variable blood glucose is unknown. The pt is recovering from dka. Pt is still in hospital and has stabilized. 25% insulin lispro/75% insulin lispro protamine suspension is continuing. The reporter considers the events to be related to the pen injection device and not 25% insulin lispro/75% insulin lispro protamine suspension. Further info has been requested.